Event description:
Account submitted voluntary medwatch which states "they had 2 baxter IV 10 drip solution sets fail in the following manner: 1. A needle was inserted in the injection site to give medication. 2. The needle was placed in the tip middle of the rubber injection site. 3. After the needle was removed the rubber injection site came completely detached from the IV set/line. 4. The opened line caused fluid and blood to back flow openly onto the patient and care giver". The reporter states they were bolusing the patient with epinephrine on two of the patients and in the 3rd report they were attaching a piggy back medication. The events did not affect the outcome of the patient.